Manufacturer narrative:
The cause for the discordant ipth results may be attributed to sample tube type. The customer reported results using heparinized sample tubes. The recommended sample type for the advia centaur xp ipth assay is edta plasma and serum. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the intended use section: "for in vitro diagnostic use in the quantitative determination of intact parathyroid hormone (ipth) in edta plasma or serum using the advia centaur and advia centaur xp systems. This assay is intended to be used to aid in the differential diagnosis of hyperparathyroidism, hypoparathyroidism, or hypercalcemia of malignancy." The IFU states in the specimen collection and handling section: "edta plasma or serum is the recommended sample type for this assay." The IFU states under the limitations section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values. Measurement of intact pth is useful in differentiating between hypercalcemia due to hyperparathyroidism and hypercalcemia of malignancy. However, the assay is not intended as, and should not be relied upon as, a diagnostic indicator of malignancy."

Event description:
Discordant advia centaur xp ipth results were obtained for samples from the same patient. The initial results were low before and during surgery. The result was higher post-surgery and lower the day after surgery. A null or very low result was expected after the ablation of the tumor. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant ipth results.